Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2019 and barbed suture was used. When the surgeon was suturing the joint capsule with the suture after placing the fixation tab of it, the fixation tab came off the suture. Further details are not provided. There were no adverse consequences to the patient.